Manufacturer narrative:
Claim # (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm5 12.6 implantable collamer lens of -11.50/1.50/019 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on 02-jan-2023. On 30-jan-2023 the lens was exchanged for a longer length lens due to low vault and the problem was resolved.